Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the up keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/18/2014-product analysis:the pump was returned and evaluated by product analysis on 07/11/2014 with the following findings:the keypad was found to be intact and undamaged. Evaluation revealed the up keypad button was intermittently responsive. There was evidence of keypad contamination found under the all key contacts. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. A battery compartment crack, display lens crack, and pump case crack were discovered.